Event description:
On (B)(6) 2026, it was reported that the infusion set tubing was leaking at the site, resulting in hyperglycemia that was treated with correction insulin via manual injection (mdi).

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.